Event description:
My philips dream station was part of the recall. The current machine I received as a replacement is a used machine. I do not recall being told the replacement was another persons machine with a changed out filter. After waiting months for the replacement the current machine doesn't work properly. Specifically the humidifier 30 minute warm-up flips off as soon as I set it and the apparatus that heats the hose doesn't work even though the dream station shows that I have a heated tube hr 15. I attempted to contact the company in regard to this after hours of going over the manuals and not knowing that I had a used machine. After 51 minutes on the hold I reached an individual who told me I would need to be transferred. At that point the battery was running out on my landline. I was told somebody would call me back. Nobody has called me. I also noticed that the FDA has concerns about the silicone filter that was swapped out. As a consumer, I feel cheated by this company. I have no one to take my complaint to. And the company has no interest in this problem. I need assistance from the FDA how to resolve this. Sincerely, (B)(6). FDA safety report ID# (B)(4).